Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery alarm or verify charge/battery lasts less than expected anomaly due to blank display. Pump received with broken battery tube threads. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had diminished battery life and big chunk of plastic missing around the battery compartment. Customer stated that they experienced random unexplained no delivery alerts not due to infusion set. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.